Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, lot# serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a blank recharger screen. The patient stated that they went to charge their ins and the recharger wouldn't work. The caller stated their ins was low and they turned their stimulator off to save battery. The patient was without stimulation for three days and is starting to hurt again. The patient was transferred to repair and was sent a new desktop charger.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger c0530246 found nonconformances consistent with the allegation of the recharger not working.